Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected, two years and eight months after implant. It was noted that the device had historically been set with high left ventricular outputs. It was further noted that there was an impedance warning for high impedance on the right ventricular (rv) lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-65 implantable tachy lead: (B)(6) 2010. 5071 implantable pacing lead: (B)(6) 2010. 5076 implantable pacing lead: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.